Event description:
The facility representative reported a flo-gard infusion pump in which the screen does not turn on. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Corrected data: the correct aware date for follow-up medwatch 001 should be (B)(6) 2012. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump in which the screen does not turn on was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that a failure code f94, found during service, could have caused the screen to not turn on. The root cause of this condition was determined to be a defective main battery. The main battery and harness were replaced to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.